Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer noticed that the wbc bath was leaking and cts instructed the customer to rinse the baths with bleach. The customer flushed the baths with bleach and then rinsed the baths with diluent. The customer then verified that the instrument was running without any leaks and passed all startup. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the help of the cts over the telephone. (B)(4).

Event description:
The customer reported a leak from inside the coulter act series analyzer. The customer indicated that the instrument failed start up when the leak was noticed. The customer did not specify the volume of the leak, but the leak was not contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.